Event description:
It was reported by service report that the bed had no electronic function of its motors after manual CPR release was used. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Set screw out of adjustment.